Manufacturer narrative:
(B)(4). The analysis results found that the ets45 device, was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: per the surgeon via the rep, the patient went home and is doing fine. The patient was discharged post-op day 4. The hospital stay was not an extended or unexpected longer stay.

Event description:
It was reported that during a right vats lower lobe procedure, the device was fired across the bronchus, everything was fine during the case. The surgeon noticed just before closing that the staple line had opened up. There was no noise heard or issue with the device while using it. Some of the staples were malformed. Afterward, the surgeon used a linear stapler but it did not completely close the bronchus. The remaining opening on the bronchus was closed with sutures. The surgeon did three leak tests and the staples line was found secure. The procedure was completed with no patient impact.